Manufacturer narrative:
Concomitant medical products: product ID: a71100, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient's family/friend. They provided patient's weight at the time of the event. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: a71100, serial#: unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that hey were seeing a patient this morning and reported that when they interrogated the patient with their tablet, the tablet indicated that the date/time was off and then had an error message in red that forced them to exit the workflow. The rep did not recall the error message. The rep reported that they did not check with the patient¿s controller. They stated that when they re-interrogated the patient¿s device, all parameters were lost and they had to reprogram their device. The rep was able to find old parameters on the patient¿s charge. Technical services reviewed information regarding the validation error: in the box and the rep indicated that sounded familiar. The event occurred on (B)(6) 2020. No symptoms were reported. No further complications were reported/anticipated.